Event description:
During pre-test, patient mother was trying to inflate the cuff and it did not work despite trying 4-5 times. She then tried again and heard a pop and the cuff then inflated. Mother attempted to fill with water but cuff leaked. No adverse patient effects were reported.

Manufacturer narrative:
Other, other text: returned device was received for evaluation. During the evaluation of the device the customer reported condition was not confirmed. No fault found. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.